Manufacturer narrative:
H6: (ime e2402: "abnormal wbc count, reactive thrombocytosis"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia, fluid collection, pain, lumpiness, abdominal pain, nausea, tenderness, adhesions, fever, oxygen desaturation, night sweats, tiredness, swelling, reactive thrombocytosis, wound oozing blood, seroma, scarring, and abnormal wbc count. Post operative patient treatment included CT scan, lap converted to open recurrent incisional hernia repair with limited small bowel and primary anastomosis, tap block, mesh revised, hernia repair with new mesh, drain placement, nasal cannula oxygen, pressure dressing to wound, liquid diet, medications, IV fluids, IV antibiotics, pain management, and wound care.

Manufacturer narrative:
Correction: h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.